Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. Results of investigation: the carefusion field service representative replaced the gas delivery engine to resolve the reported issue and the unit is now functioning per manufacturer specifications. The defective component was sent back to the manufacturer for further analysis. (B)(4).

Event description:
The customer stated that the ventilator has been having fraction of inspired oxygen (fio2) problems. The vent settings say that when the vent is set at 100 percent flow the monitor reads 21 percent. When the unit was tested the monitor reads 100 percent and the external analyzer reads 100 percent flow when the settings are at 30 percent. The issue initially occurred on a patient but there was no harm reported.

Manufacturer narrative:
The oxygen blender was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated during use testing. The unit was not delivering or monitoring incorrect values when set at 30 and 100 percent but when subjected to multiple rapid full scale adjustments to the fio2, the blender flag stalled. The root cause has been identified as a loose oxygen blender flag.